Event description:
Country of complaint: (B)(6). While opening the suture premilene usp1, needle hr37s, it is observed a failure in needle-thread attachment, which caused a loss of needle. This was repeated in 7 units, all of them with the batch 112392. One of the needles fell into the abdomen of the pt, and was removed without any consequence. Seven more units had to be open, and presented the same defect.

Manufacturer narrative:
Mfg site eval: sample received: 1 open racepack without needle, thread still partially wound on the support. Eval on-going at mfg site.